Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to failure of the cable. It is likely that the cable was broken because water entered from the cut on the cable sheath. Water immersion of cables can be prevented by following the instructions for use which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, while using the hd autoclavable camera head for a therapeutic arthroscopic knee surgery, the image was not visible at the beginning of the procedure. The facility completed the procedure with the same device. The patient was under general anesthesia and no delay was noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The image was lost by moving the cable. Additionally, the evaluation revealed the following findings: traces of rust on optics retention coupler and cuts in various sections of the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.